Event description:
IV tubing allegedly malfunctioned, causing flow rate to exceed pump setting. Nurse identified problem and turned pump off immediately. IV tubing was being used with an abbott 4p IV pump. Both the pump and tubing were sent to our biomedical department for evaluation and testingdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: component failure, telemetry failure, tubing. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.